Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
A hemi head (details not visually confirmed- 08lw14011, 74122542) and modular sleeve (details not visually confirmed- 09lw25119, 74222300) were received for investigation following hip revision surgery for elevated test results and adverse local tissue reaction. The cup and stem remain implanted, the devices were all used in treatment. A review of the complaint history for the hemi head and modular sleeve as well as the bhr cup and anthology stem reported to be involved in the complaint was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the stem. This will continue to be monitored. Similar complaints have been identified for the hemi head and sleeve. However, as the devices are no longer sold, no action is to be taken. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch and discolouration were observed on the bearing surface of the head. Surface texture change and discolouration were also observed on the internal sleeve taper. Wear analysis was performed to review linear wear on the bearing surface of the head. The wear images identified one wear patch on the bearing surface for the head. Maximum linear wear for the head was 29.2¿mmeasurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 39.9¿m. Based on historic wear data, after 8.8 years in vivo, the measured linear wear on the head is in line with the expected head wear for a non-edge loaded smith and nephew large diameter metal-onmetal device. Material loss was measured on the internal taper of the sleeve. The available medical documentation was reviewed. Although the reported pain, elevated metal ions and the intraoperative findings of the stained tissue, fluid collection and corrosion on the headneck junction may be consistent with findings associated with pseudotumor and trunnionosis; however the root cause of the pseudotumor and trunnionosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It is noted the patient is doing well and ambulating without any assistance. The product evaluation was reviewed and does not alter the previous assessment and conclusion. Based on the analysis of the returned parts and the information provided the root cause remains undetermined after investigation. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent a revision surgery of the left hip on (B)(6) 2019 due to elevated metal ion levels in blood and adverse local tissue reaction. During the intervention, the modular head and the sleeve were explanted and replaced with a dual mobility xlpe liner and an oxinium femorl head. The primary tha bra left hip surgery was performed on (B)(6) 2010.